Event description:
Cautery pad was applied on the outer aspect of left thigh. During surgery cautery machine functioned normal. After surgery the cautery pad was removed. A small red area was noted on the lower area where edge of cautery pad was applied. ? Reaction to pad.